Event description:
It was reported that a 65851r rollator had a cracked frame weld that attaches the right rear leg and wheel. The user fell and hit her head on the floor and went to the hospital for her head and right side of her body.